Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. The stylet was returned in the lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the helix would not extend. The physician had the lead twisted and was twirling it. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.